Event description:
It was reported that during a laryngoscopy procedure, there were two fibers used not working, as the fiber tip was melted. The procedure was completed with a third fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber had no defects and the functional test found that the aiming beam was dim. The microscope analysis did find that the fiber tip was damaged and burnt out, therefore, the complaint was confirmed. It appears likely that procedural conditions, physician technique, size and composition of the material being ablated, may have contributed to the fiber tip damaged and melted. Due to the damaged fiber tip, that could lead to a diminish energy exiting the fiber. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): there are several ways to deliver the fiber tip to the treatment site. It can be inserted into a handpiece, for handheld use as well as insertion through the hollow channel of an endoscope; several rigid and malleable configurations are available. When working with flexible endoscopes, the fiber should be inside the fiberlase endoscope protection sheath, in order to protect the flexible material which lines the lumen. Placing the fiber in the fiberlase robotic drop-in guide enables the robot to be used to guide the tip. The fiber should never be held with bare hands during use. The fiberlase co2 fiber is intended for use in non-contact mode. If the tip is damaged during surgery, it can be quickly repaired using the fiberlase fiber renewal kit (see instructions on procedure for renewal of the fiberlase fiber tip section). Firing the laser when the fiber tip and/or aiming beam is not in clear view may result in damage to non-target tissue and may cause inadvertent damage to the fiber, endoscope or patient. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a laryngoscopy procedure, there were two fibers used not working, as the fiber tip was melted. The procedure was completed with a third fiber without patient complications.